Manufacturer narrative:
(B)(6). (B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, abbott field service (fse) evaluation of the instrument, a search for similar complaints, and a review of labeling the fse evaluated the instrument and cleaned and replaced parts on the pipettor, process path, trigger/ pretrigger manifold, wash zones and vacuum system. The fse indicated that the r2 syringe valve was the likely cause. The valve was replaced as part of preventative maintenance. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i2000 analyzer, list number 01g17 was identified

Event description:
The customer indicated that a (B)(4) result was generated while using the architect i2000 analyzer. The customer indicated the following results (s/co) for one patient (sid (B)(4)): initial: (B)(6). Retest: (B)(6). The specimen was also tested using the axsym core assay generating a (B)(6) result of (B)(6). ((B)(6) 2013). There was no adverse impact to patient management reported.